Event description:
Customer received the following results on two meters within 10 minutes: 460 mg/dl, 552 mg/dl, 142 mg/dl, 181 mg/dl, and hi (greater than 600 mg/dl) on aviva system 1; 314 mg/dl, 168 mg/dl, 181 mg/dl, hi (greater than 600 mg/dl), 142 mg/dl, and 180 mg/dl on aviva system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.